Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was decreased pacing impedance and loss of capture noted on the right ventricular (rv) lead due to alleged lead damage. No intervention was performed to resolve the event and the patient was stable and will continue to be monitored.

Event description:
New information was received that the right ventricular (rv) lead was capped and replaced to resolve the event and the patient was in stable condition.